Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument end piece broke while surgeon tried to grab tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip associated with the affected jaw did not appear to be bent. Adjacent components showed no visible damage. The probable root cause is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no pieces or fragments that fell inside the patient.

Event description:
Refer to h11 for follow-up information.